Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that within a couple weeks of implant, the patient had a deep vein thrombosis (dvt), and subsequently developed a hematoma. The physician felt that the implant of the system was related to the formation of the dvt. The patient was treated with medication, and the system remains in use. No further patient complications have been reported as a result of this event.